Event description:
Per the clinic, the patient experienced skin erythema and an extrusion of the receiver/stimulator. The patient was subsequently was treated with IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2022 and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 05, 2022.